Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastrectomy procedure. When the surgeon squeezed the handle, felt nothing. Like no feeling. The I-beam of the reload was not moving. The surgeon changed to another one and used it. There was patient involvement but no patient injury. No medical intervention was required. The surgery time was not extended by thirty minutes or more. The product was tested prior to use. The current condition of the patient is stable.